Event description:
Initial reporter stated that aaa explanted from male pt. Additional info received 02/16/2012: male pt had a type 1 endoleak that could not be repaired with an endovascular technique; so the device was surgically removed. Due to poor anatomy, the previously implanted device was removed with an open surgical procedure. Additional info received 03/06/2012: pt had a type 8 proximal and distal endoleak despite proximal cuff. His anatomy was bad. No additional info is available at this time. Pt is in fair condition.

Manufacturer narrative:
Catalog # unk as lot # is unk. Event is still under investigation.